Event description:
On (B)(6) 2012, the patient contacted animas stating that the up arrow and down arrow keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be peeling near the ok keypad button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The down arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all keypad contacts. The flex connector was found to be not fully closed.